Manufacturer narrative:
Upn: although the exact upn is unknown, the device was reported to be a wallflex fully covered esophageal stent. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Implantation date: although the exact implantation date is unknown, it was reported that the device was implanted approximately 3 weeks prior to (B)(6) 2012. The reported event of stent migrated. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted during a stent placement procedure approximately 3 weeks prior to (B)(6) 2012 (exact implantation date not provided). According to the complainant, the indication for the stent placement was treatment for a malignant stricture located within the distal esophagus. The stent placement was completed successfully with no complications. On (B)(6) 2012, the patient presented at a different hospital from the facility that placed the stent. It was discovered that the stent had migrated into the stomach. The stent was retrieved with forceps. Another stent was not placed at this time. The patient condition following the procedure was reported to be stable and the physician will continue to monitor the patient.